Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have two of the housing snaps broken. The broken piece was returned, measuring roughly 0.1935¿ x 0.1610¿ in size the housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent the broken snaps do not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument small piece came off. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the components of the device came off during central processing. There are no photos and/or videos of this event available for isi review.